Manufacturer narrative:
Investigation: bd did not receive samples, but photos were provided for investigation. The photos were evaluated and it was found that the reported incident lots are manufactured at two different sites, therefore there is not potential for a mix-up of the products occurring at the plant level. Furthermore, the distribution center only receives and ships these materials in full carton cases (1000 pcs); and does not perform any repackaging. The sales order associated to the obtained po from a provided photo was reviewed and the reported incident sst carton case was not included. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported before use it was discovered that there was a mix in product versus packaging. The case received had correct material # but the product inside did not match with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported that the case of product had a different item in it. (1 of 2 complaints). I found an case that had a different item in it. The customer received incorrect material not on po & material packed was not per label. Labeled 367983, packed 366664.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use it was discovered that there was a mix in product versus packaging. The case received had correct material # but the product inside did not match with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported that the case of product had a different item in it. (1 of 2 complaints). I found an case that had a different item in it. The customer received incorrect material - not on po & material packed was not per label. Labeled 367983 - packed 366664.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for mixed product with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for mixed product with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before use it was discovered that there was a mix in product versus packaging. The case received had correct material # but the product inside did not match with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported that the case of product had a different item in it. (1 of 2 complaints). I found a case that had a different item in it. The customer received incorrect material - not on po & material, packed was not per label. Labeled 367983, packed 366664.